Manufacturer narrative:
The system was examined and the reported event was not replicated. The company representative found that the facility¿s ac power outlet was not working; however, and it was corrected. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 22, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a facility power loss. The system was found to meet specifications. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported the unit shut down on its own before a procedure. There was no patient involvement.